Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 07/12/2016. The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the inferior mesenteric artery even though end tones were heard. Blood loss of less than 250cc was reported. The surgeon activated the device 3 times in order to achieve a full seal. There was no injury to the patient. The device is not being returned.